Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following report is being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Data was received for evaluation, data review did not confirm the reported event of inaccurate cgm values. A probable cause could not be determined via data. Reportedly, the patient did not calibrate after the inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. No additional event or patient information is available.